Manufacturer narrative:
No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an "occlusion error tubing alarm" occurred. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 10-aug-2022 via email and attached in complaint object: charge nurse states that pump alarm when being used by the patient and they had to bring the pump back to the hospital to be re-issue another pump. Charge nurse state alarm is either upstream occlusion or un-disposable tubing. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 10-feb-2021.